Event description:
During rewarming, the s3 arterial pump stopped without alarm. The clinician power cycled the pump twice without success. The clinician hand cranked the pump to maintain arterial blood flow. The level-bubble sensor was turned off. The pump was powered cycled again and recovered. The pump functioned properly. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s3 roller pump. The incident occurred at (B)(6) hospital in (B)(6). This medwatch report is filed by sorin group USA on behalf of sorin (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. During rewarming, the s3 arterial pump stopped. The clinician power cycled the pump twice without success. The clinician hand cranked the pump to maintain arterial blood flow. The level-bubble sensor was turned off. The pump was powered cycled again and recovered. The pump functioned properly. Sorin (B)(4) representatives evaluated the pump at the hospital. No abnormalities were evident. The pump was run for two hours at 250 rpm with no issues. The reported problem could not be duplicated. The pump, sensor module, display module and level sensor were sent to sorin group (B)(4) for further analysis. Visual inspection revealed no defects. Pump startup and tests conducted using the bubble and level sensors during pump cycling did not show any problems. The pump was subjected to a 48 hour operating test. No malfunction occurred. Finally, the level and bubble sensor were inspected separately. A malfunction was detected with the level sensor during temperature testing at 19 degrees c. It functioned properly at 20-21 degrees c. Sorin group (B)(4) could not reproduce the reported problem after approximately 70 hours of testing. The level sensor did malfunction during temperature cycling. The cause of the malfunction could have been the result of a faulty component or damage to the component due to external effects such as electro static discharge. The reported pump stoppage was not duplicated. All simulated testing could not re-create the problem. No further action is deemed necessary.